Event description:
Two power-on-reset events have been noted at routine ICD follow-ups at hosp over the past year. Dr found no clear cause for the events on exam on 9/26/01 - ICD generator removal and replacement due to generator malfunction.